Event description:
It was reported that the pt experienced a shocking/jolting sensation. This occurred when the device was on and off. The sensation was felt to the left of her spine. It was reported that the lead was broken and if couldn't be programmed around. There was no accident or incident related to this event. Additional info was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead wire replacements were due to lead breaking.